Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively with the current information. (B)(4).

Event description:
A physician reported that during creation of the lasik flap, the side cut was not completed in both eyes. A company representative was present during the procedure, and he assisted with optimization of the system settings prior to surgery (pulse energy was increased)'; nevertheless, the quality of the side cut was not as expected. There was also opaque bubble layer present. The surgeon used scissors to remove the uncut area, which was located infero-temporally. Additional information has been requested regarding the status of the patient. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Parts were replaced. The part was forwarded to supplier for investigation. According to the report of the supplier the problem could be confirmed that the part was out of the specifications for divergency and diffraction index. The problem is caused by pollution on several optics inside the amplifier which lead to a high power loss inside the head and this resulted in a change of the thermic lens and the reduction of the beam diameter. The root cause is a faulty laser head caused by pollution on several optics inside the amplifier. The root cause for the pollution could not be determined. (B)(4).